Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00344. It was reported the patient fell and afterwards lost stimulation. X-rays were taken and showed the leads had migrated. Surgical intervention may be taken at a later date to address the leads.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00344. Follow-up information indicated the patient's system was explanted and replaced with a scs system and effective therapy was restored.